Event description:
It was reported that an osteoarthritis patient underwent a cervical procedure at c4-c7 using allograft and anterior fixation. Three month post op films shows the distal screw backed out of the plate. Patient is asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Device remains implanted, product return is not possible at this time. Post op x-rays were reviewed. C6 distal screw back out is confirmed. The x-rays show that the c6 screw is a variable angle self-tapping screw. It is possible the locking cap was not properly seated during tightening.